Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the damaged instrument component was a frayed pitch cable. The instrument was found with a frayed pitch cable at the distal idler. No damage was found on the pulley and the clevis. The electrical continuity testing passed. Engineering also found various scratch marks on the distal end of the main tube showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded that damage was likely due to mishandling. The bottom bipolar pin was also bent towards the top pin. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the surgical staff alleged that a cable broke on a fenestrated bipolar forceps instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.